Manufacturer narrative:
The reported event of insulation defect was not confirmed. As received, a complete lead was returned in one piece. A visual inspection of the lead revealed no anomalies with the exception of damages consistent with procedural damage. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. Furthermore, all damage noted to the lead body was consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an unrelated procedure, an insulation anomaly was noted on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.